Manufacturer narrative:
The reported event of the guidewire failure to advance through the lead was not confirmed. As received, a complete lead without the guidewire was returned in one piece for analysis. Visual inspection and x-ray of the lead found no anomalies to the lead body. The guidewire insertion test was performed with the test guidewire. The test guidewire was completely advance through the lead without any restriction. The s-curve hump height was measured within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet failed to advance through the left ventricular (lv) lead. The lv lead was not used. The patient was in stable condition throughout the procedure.